Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that during a pt fitting, the monitor reset. The pt was fit with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resets, unable to baseline) has been confirmed. As received, the monitor reset while attempting to baseline. During servicing there was a segmentation fault while performing the flash memory test. The cause of the reset is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board. The flash memory components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse resulted from the defective monitor. The pt received a replacement monitor.